Manufacturer narrative:
Event summary: as reported, while attempting to manage a post-partum hemorrhage (pph) using a cook bakri postpartum balloon with rapid instillation components, the balloon leaked. After insertion of the device into the uterine cavity using ultrasound guidance, the user began to inflate the balloon. They then noticed a leakage of saline from the balloon. After the alleged malfunction was discovered, the device was replaced immediately. A section of the device did not remain inside of the patient's body. No adverse effects have been reported due to the alleged malfunction. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use, and quality control procedures of the device were conducted during the investigation. No device was returned for investigation. Accordingly, no physical examination was performed. A document-based investigation evaluation was also performed. No related non-conformances were recorded, and no other lot-related complaints have been received. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is packaged with instructions which state, "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the available information, cook has concluded that the most probable cause of the event could not be determined. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Additional information was received 03dec2020: after the alleged malfunction was discovered, the device was replaced immediately.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, while attempting to manage a post partum hemorrhage (pph) using a cook bakri postpartum balloon with rapid instillation components, the balloon leaked. After insertion of the device into the uterine cavity using ultrasound guidance, the user began to inflate the balloon. They then noticed a leakage of saline from the balloon. A section of the device did not remain inside of the patient's body. No adverse effects have been reported due to the alleged malfunction. Additional patient and event information have been requested.